Event description:
Boston scientific crm received information that this right ventricular (rv) defibrillation lead displayed fluctuating pace impedance. Noise and oversensing were also noted. Technical services recommended performing isometrics and pocket manipulation to try and reproduce the noise. It was later reported that rv pace impedance continued to fluctuate and had gone out of range. The physician was aware of the situation and will monitor the patient. No intervention was planned at this time. No adverse patient effects have been reported. Additional information was received indicating the lead was explanted and replaced. It was suspected that the suture tie down was causing the clinical observations. No adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that the lead remains in service. There is no additional information available. If additional information becomes available the event will be updated. The lead was returned for analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned severed 140 mm from the terminal pin, two segments were returned, a terminal end segment and a tip segment. The total length is 572 mm. All filars appear cut. The insulation is missing from the first 48 mm of the tip segment. Some segments of the conductors maybe missing as well. A loose portion of extracting stylet was also received. Cuts were noted in the insulation. Suture tied around the trilumen insulation, likely for removal purposes. The rate sense conductor coil is stretched in the tip segment. The clear medical adhesive was torn/separated from the insulation at the proximal and distal ends of the proximal spring electrode and the proximal spring was stretched at these points. The distal end of the proximal spring electrode is separated from the lead body insulation and was pushed up over the insulation. The proximal end of the distal spring electrode was separated from the lead body insulation, medical adhesive was noted. Tissue was also noted in this area. Blood/body fluid was noted in the lead lumen and the helix housing. An x-ray was performed and showed no other anomalies.